Event description:
Pt was implanted on 1/26/99. Contrary to product labeling, the device was activated at the time of implant. Physician's clinic note dated 2/18/99 indicates that the pt has been experiencing swallowing problems. The note further indicates that a nasogastric tube was already in place on 2/18/99. Clinic note dated 3/4/99 indicates that a swallowing evaluation had been performed. It was concluded that the pt's dysphagia was for cognitive rather than mechanical or neurogenic reasons. On 3/4/99, the device's normal mode stimulation was turned off; magnet mode (on demand) stimulation was left active, or on. Physician's note dated 3/4/99 states, "personally, I doubt that the stimulator is a signifcant cause of her refusal to swallow."